Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was paralyzed following the procedure to implant the superion indirect decompression spacer. The patient underwent a procedure where the spacer was removed. No further information could be obtained despite good faith efforts.